Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 02-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, an adverse event took place. They reported that a pericardial effusion was noticed when pulling back to the right side of the heart. There were no visible signs or symptoms on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and a transesophageal echocardiogram (tee) probe. The medical intervention provided was a pericardiocentesis and 650 cc's of fluid was removed. The patient was taken to the cardiovascular intensive care unit. The patient was still incubated but in stable condition. Additional information was received on the event. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was patient condition/unknown. Outcome of the adverse event was fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event as the patient stayed in the hospital an extra day. Transseptal puncture was performed with a brk-1 needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was smarttouch sf flow settings. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Surpoint settings were used. No additional filter used with the visitag. Tag index was used.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. The device evaluation was completed on 13-oct-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was patient condition/unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).